Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Implanted

Event description:
The patient reported a right hip closed reduction due to dislocation.